Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and the instrument was found to have a frayed grip cable at the distal idler pulley. The instrument was found to have damage of the conductor wires insulation. The instrument passed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a frayed cable. The procedure was completed with no reported injury.